Event description:
It was reported that the customer experienced a low blood glucose of 44 mg/dl. His blood and sensor glucose level difference was not within an acceptable range. The customer's blood glucose level was 102 mg/dl but his sensor glucose reading was around 40 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed with accurate readings.